Event description:
During a da vinci si surgical procedure, the user facility reportedly identified a broken cable (cable was in a loop) on the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering noted a broken pitch down cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other cables at the instrument's wrist were damaged. Additional observation not initially reported by the site was main tube and conductor wire damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were .080 - .140 in length and were not aligned with the main tube axis. One conductor wire was partially broken. The insulation was damaged near the proximal pulleys, which was adjacent to the cable breakage. Electrical continuity testing on the instrument was performed and passed. Engineering concluded that the main tube and conductor wire damage may have been caused by mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.